Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high readings. On (B) (6) 2010, this medical affairs specialist contacted the pt to clarify info obtained during the initial phone. The pt tests her blood glucose 6 to 7 times per day and manages her diabetes with an insulin pump per the lfs meter readings. On (B) (6) 2010, the pt obtained a blood glucose reading of "394 mg/dl" on the subject meter and took 9 units of insulin per her insulin sliding scale. Forty five minutes later, the pt developed symptoms of "dizzy, disorientated, weak, and shaky." The pt subsequently passed out, fell down, and hit her head. When the pt regained consciousness, she reportedly tested on the subject meter at "112 mg/dl". However, she used another meter and tested at "60 mg/dl." The pt administered self treatment with orange juice at the time of concern and was driven to the emergency room by a family member. At the hospital, the pt received treatment for a head injury. The pt was not admitted into the hospital. The pt's diabetes insulin regimen was not changed immediately prior to or after the alleged hypoglycemic episode. The next day, the pt reported blood glucose results of "342 mg/dl" with a lifescan meter and "299 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard date, the testing process was correct, the results were taken for an approved test site, and the pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia and received medical intervention after she took insulin per an alleged inaccurate reading obtained on the lfs product. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.